Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp), had an unspecified malfunction, was nearing the end of its safety disk replacement cycle and battery also to be replaced. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
After further review, it was determined that the event required only a routine replacement of safety disk and battery as per pm schedule. Hence, the complaint is invalid and a follow up report is not required.